Manufacturer narrative:
The customer reported the unit locked while conducting a test. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit locked while conducting a test.